Event description:
It was reported that the handpiece overheated during a podiatry case. The procedure was successfully completed. There was no patient or user injury reported, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with a broken bearing stuck in the sag head. The sag head assembly and bearings were replaced along with other components. Service repaired and returned the device.